Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that single site curved cannula was broken. The cannula was found to be broken near the remote center. The wall thickness was measured at the break, and it was found within specifications. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was weld defect damage. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the weld defect found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the single site curved cannula broke in two pieces. No patient harm, adverse outcome or injury was reported.